Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues related to device inflation. A surgical intervention was carried out, wherein it was observed that the kink-resistant tubing, connecting the left cylinder to the pump, was fractured. All components of the existing ipp were removed and replaced with a new device. No additional patient complications were reported.